Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the battery indicator is not coming up on the display.